Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports intubated catheter was walking with stroller with urine bag hanged on the stroller handle, the product get caught in the wheel and broken on the shaft. No harm to the patient.